Manufacturer narrative:
(B)(4)

Event description:
Additional information was received as follows: it is unknown if the endoleak resolved. A follow up CT could not be performed due to patient condition. At implant, there was an abdominal aortic aneurysm with a arteriovenous fistula between the aneurysm and left common iliac vein. The patient expired due to a myocardial infarction of right coronary artery (right heart failure). It was also reported that 4000 units of heparin were used during the case.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak), patient's condition affected effectiveness of device (death due to heart related complications). Conclusion: device failure/lack of effectiveness related to patient condition (death due to heart related complications).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology are unknown. A total of 5 stent grafts were successfully implanted and the delivery systems were discarded. It was reported that at the final angiogram the physician discovered an unknown endoleak. It was reported that the patient expired 13 days post implant due to a heart related complications. No further information was provided.